Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 628326) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Lot number:628326 manufacture date:2008-11 expiration date: 2011-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('xenobiotic material removed') in a female patient who had essure (batch no. 628326) inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: after insertion, several physical complaints developed. In the meantime patient has had follow-up treatments. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. Most recent follow-up information incorporated above includes: on 18-nov-2020: case was now reported from lawyer. Essure lot number was provided. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.